Event description:
Prismaflex machine failed with the memory error alarm fc4 during the treatment. All pumps stopped and the machine didn't produce any alarm. The pomoia data are available for investigation.